Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 19 occurred during the load process. Reportedly, the contact was not removing and installing the cartridge at the correct time. A new cartridge was successfully loaded and insulin delivery was resumed. The customer's blood glucose level was 88 mg/dl.